Manufacturer narrative:
The device referenced in this report has been returned to olympus for eval. However, the eval has not been completed. Upon completion of the eval, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad of the device melted. It is unk if the procedure was completed with the same device. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info regarding the reported event, but with no results.